Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed, post implant procedure, the right ventricular (rv) lead exhibited a low impedance warning. It was further reported that the right ventricular (rv) lead exhibited a high impedance instead of a low impedance following the implant procedure. It was noted that the connection was not secure between the cardiac resynchronization therapy defibrillator (crt-d) and the rv lead. The pocket was re-opened and the lead was reconnected to the device. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.